Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found piece of foreign material in the battery which caused early battery depletion. The root cause could not be identified as the device behaves normally after connection to an external power supply. (B)(4).

Event description:
This report is to advise of an event observed during analysis.